Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was in the range of 25 mg/dl to 320 mg/dl. Customer's current blood glucose level was 95 mg/dl. Customer reported that they found leak at the site of insertion. Customer¿s blood glucose at that time was 250 to 320 mg/d. The insulin pump will not be returned for analysis.